Event description:
It was reported that a patient presented to clinic with bradycardia. Device interrogation revealed that loss of sensing and loss of capturing were noted on both right ventricle (rv) and right atrial (ra) leads. X-ray confirmed patient had been twiddling the device and pulled the leads out of position. Both ra and rv leads were explanted and were replaced with new leads. The patient was discharged after the procedure.